Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 115 mg/dl and their sensor glucose read 40 mg/dl. It was found the inaccurate readings were a persistent issue with the customer. Customer also stated they were consistently woken up by their false low alerts. The customer's sensor cannula was also bent upon removal of their sensor during troubleshooting. The customer also reported receiving a lost sensor alert. Customer declined to troubleshoot any further. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.